Manufacturer narrative:
.

Event description:
The consumer reported that the patient the patient experienced a loss or change of therapy in (B)(6) 2015. The patient had a return of bladder symptoms, was not holding pee, it was not letting the patient know when to go, and they were flowing. The patient wanted to find a health care provider (hcp). The consumer further reported that the patient had not found a new managing hcp. The circumstance that led to the patient's symptom return was that it was not working. The patient was miserable. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.